Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The cause was determined to be unexpected high ultrafiltration for this therapy compared to other therapies. This issue is being investigated through CAPA. The customer's therapy showed two iipv events, one during drain cycle 3 and one during drain cycle 4. This medwatch is covering the iipv event occurring during drain cycle 3. Please see medwatch 1416980-2012-07965 for the investigation of the iipv event occurring during drain cycle 4.

Event description:
The registered nurse (rn) contacted baxter's technical service center to report a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) on a homechoice pro (hcp) device during drain cycles 3 and 4, while the patient was connected. The rn was unsure of the ultrafiltration (uf) amount when the home patient (hp) said 25 liters. The baxter technical service representative (tsr) called the hp to retrieve the information from the hcp log. The total uf was 25134ml, the cycle 1 uf was equal to -445ml, the cycle 2 uf was equal to -106ml, the cycle 3 uf was equal to 18720ml, and the cycle 4 uf was equal to 6965ml. The fill volume was equal to 2300ml, and the last fill volume was equal to 2000ml. The total fill including the last fill was 11227ml and the total drain showed 34362ml. The initial drain alarm was set to 15ml, and hp starts therapy empty. The hp stated that he never disconnected and reported no symptoms. The hp stated he was fine. The hcp was swapped. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test 3505000321 and the rite functional test 3505000320 specifications. The device was determined to meet specifications for the reported difficulty high drain 103/call pd nurse alarm. Review of the device logs confirmed the reported issue of high drain 103/call pd nurse alarm (increased intra-peritoneal volume or iipv). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.